Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: for each of the 3 procedures with unknown information, please confirm: how many sutures break in the middle during use?; how many sutures had the needle detached during use?; what is the lot number of the product used?; evaluation: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dental procedure in 2018 and a suture was used. During surgery, the thread is broken and the needle drops in the middle of the procedure. There were no adverse patient consequences reported. No additional information was provided.